Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo left anterior descending artery that was 95% stenosed. Pre-dilatation was performed with a 1.5x12mm non-abbott balloon at 12 and 14 atmospheres (atm). Then a 3.5x28mm xience v stent was deployed at 10 atm, followed by post dilatation with a 3.5x12mm nc balloon at 12 and 14 atm. It was then noted that there was a distal edge dissection. A 3x23mm xience v stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.